Manufacturer narrative:
The investigation of pump stop and thrombus has been completed. No product was returned for evaluation. Data logs prior to the product malfunction were not returned for review. Data logs were reviewed and lt log at time of pump stop shows a motor current spike and an alarm impella stopped ¿ motor current high¿ triggered at time if pump stop. Prior to pump stop, purge pressure observed to be dropping slightly with momentary increases in purge flow. Motor current and pump flow also observed to be increasing momentarily at the same time as purge flow increases. Real time (rt) log at time of pump stop shows one minute before pump stop alarm, a motor current spike and step up in motor current with a speed deviation. Pump flow also becomes fully saturated after motor current spike. Purge pressure increases slightly with a decrease in purge flow right after motor current spike. Pump was also attempted to be restarted multiple times with pump unable to be restarted. Clinical details noted that patient had left ventricle (lv) thrombus present at time of pump stop. The root cause of the pump stop was most likely due to sudden biomaterial ingestion. The root cause of "thrombus" was removed and investigated under "pump stop" as the pump stop was caused by biomaterial ingestion. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26195 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support (mc) experienced a pump stop and thrombus of the left ventricle. At the beginning of said month the patient was with st-segment elevated myocardial infarction (stemi). Drug eluting stents x 2 were placed in the left anterior descending artery (lad) and one des was placed in the obtuse marginal (om) artery. Ejection fraction was 20%. The patient was sent home on lifevest but return the next morning due to chest pain. Stemi alert called, patient was taken to the catheterization lab and found previous stents occluded and lad dissection. Penumbra was done, des x3 to the lad. The patient went into ventricular tachycardia during ballooning of the om, left ventricular gram was completed and end-diastolic pressure was 45 and ejection fraction went down to 10%. The decision made to place the impella cp device at this time which was successfully completed. The patient was sent to the unit on impella mcs. Seven days later the patient was being escalated to an impella 5.5 placement. However, in the morning of this day, a hard pump stop occurred. After multiple attempts to restart, a stat echocardiogram was started and the physician decided to pull the impella cp pump back over the valve and go emergently to operating room for escalation to an impella 5.5. Left ventricle thrombus was noted on transesophageal, and the decision was made to place the patient on cardiopulmonary bypass, complete an aortotomy and remove the thrombus. Thrombus successfully removed and impella 5.5 was then placed via axillary approach. The patient was successfully weaned from cpb on impella 5.5 mcs. The patient was sent to the unit in stable condition.